Event description:
It was reported that during a supply change the connect adaptor broke, which caused the cartridge to break, and the user was unable to complete the setup. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included completion of troubleshooting and user education with no further assistance required. Investigation included review of troubleshooting steps documented in a related case and collection of the adaptor lot number. Investigation of this case revealed damage to the connector and cartridge consistent with a mechanical break during handling. It was concluded that the event involved a connector break leading to a cracked cartridge, with user support provided and no clinical harm reported.